Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Following re-installation of the software, functionality was restored and the reported issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while testing the navigation system, an one inch imprecision was observed on the demo head when touching known anatomical landmarks. Prior to the imprecision, the video on the monitor of the navigation system was reported to "flash" and the imprecision resulted. Re-registration of the demo head restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: UDI and device manufacture date received and the fields have been updated.